Manufacturer narrative:
This alleged failure mode poses a low risk to the patient because although the freedom driver exhibited a fault alarm, the freedom driver continued to perform its life-sustaining functions. The freedom driver has been returned to syncardia for evaluation. The results of the investigation will be provided in a follow-up MDR. (B)(4).

Event description:
The customer, a syncardia certified hospital, reported that the freedom driver exhibited a fault alarm while supporting the patient. The customer also reported that patient conditions may have contributed to the reported issue. The customer also reported that the patient was subsequently switched to the backup freedom driver. There was no reported adverse patient impact.

Manufacturer narrative:
The freedom driver was returned to syncardia for evaluation. The driver did not pass the pressure related sections of evaluation testing and the customer-reported issue was reproduced. The root cause was determined to be a malfunction of the piston and cylinder assembly. This issue will continue to be monitored and trended as part of the customer experience process. Syncardia has completed its evaluation of this complaint and is closing this file. (B)(4) follow-up report 1.

Event description:
The customer, a syncardia certified hospital, reported that the freedom driver exhibited a fault alarm while supporting the patient. The customer also reported that patient conditions may have contributed to the reported issue. The customer also reported that the patient was subsequently switched to the backup freedom driver. There was no reported adverse patient impact.